Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the insulin pump had a blank display. The customer's father reported that they received a failed battery test alarm and battery out limit alarm. The customer's blood glucose was 80 mg/dl at the time of incident. The customer's father stated that batteries were out greater the duration allowed by the insulin pump. The customer's father stated that the insulin pump was not dropped, bumped nor exposed to moisture. The customer's father stated that the battery compartment and spring were neither damaged nor corroded. The customer's father stated that the battery cap was not missing or damaged. The customer's father was advised to clean the battery cap with cotton swab with alcohol. The customer's father stated that the display returned. The customer's father stated that the failed battery test alarm recurred after inserting a new battery. The insulin pump will not be returned for analysis.